Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of a single t-wave beat during a pacemaker-mediated tachycardia (pmt) episode, resulting in the wave being marked as ventricular tachycardia (vt). Technical services (ts) recommended ongoing monitoring and, if necessary, sensitivity adjustments. No adverse patient effects were reported. This crt-d remains in service.